Manufacturer narrative:
Device portion removed from patient is not labeled. Tip separation is labeled. Product was returned in a used and damaged condition. The separated tip was also returned. Additionally two unopened devices were returned. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device verifies the separation of the wire guide. The reasons for this type of device failure are typically; difficulty withdrawing the device or the wire guide is damaged through contact with the needle or other instrument. A torturous anatomy could also result in excess force being required to withdraw the wire guide causing the damage seen on this device. The event description states that the "tip of the wire was sheared off upon insertion through the needle" however it should be understood that the tip could only be sheared off by pulling the wire back through the needle and not by a forward motion therefore it would appear that this device failure was due to user error. As previously stated, each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." We will continue to monitor for similar complaints. No additional action is needed per quality engineering risk assessment (qera) as there is insufficient risk.

Event description:
Upon initial access in femoral artery, the tip of the wire was sheared off upon insertion through the needle. The physician was able to retrieve the sheared portion with a snare and the patient was unharmed. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.